Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day of onset, the patient was treated with intraperitoneal cefazolin 1gram in the daytime dwell of 13 hours for fourteen days and intraperitoneal ceftazidime 1gram in the daytime dwell of 13 hours for fourteen days for peritonitis. Dianeal therapy remained ongoing. On an unknown date, the patient recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.